Event description:
It was reported that during a case, analyzer had an error that said analyzer lost connection. Restart was hit and everything worked fine after. Then it happened once more. The analyzer was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event; analyzer passed functional system test. It was noted the pins on the patient connector were disturbed and the hold down screw was missing.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.